Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-08034, 0001825034-2018-08035, 0001825034-2018-08036. Concomitant medical products: 11-363660 36 mm cocr mod hd -6 mm lot 744020; 11-104056 m/h sld/apx hle rnglc shl 56 mm lot 389220; ep-105914 epoly 36 mm ringlc lnr hw sz24 lot 711310. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a trochanteric bursectomy and iliotibial release to address bursitis. No further information is available.